Manufacturer narrative:
A sample is not available for evaluation. Capas (B)(4) were opened to identify and address the potential causes of safety shield disengagement. Additionally, field action notification (B)(4) was initiated and a product advisory letter was sent on (B)(6) 2016.

Event description:
When using an bd eclipse¿ needle it was reported that after picking up a needle after a flu shot the safety cap dislodged after it was engaged. Consumer was stuck on the right middle finger. Medical intervention was reported as ¿first aid and serial labs for blood borne infections.¿